Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise on stored electrograms (egm). The lead has been capped and replaced. No patient complications have been reported as a result of this event.